Event description:
It was reported that after the patient¿s lead was implanted impedances were checked and there were several electrode combinations over 4,000 ohms. The lead was removed and reinserted to ensure proper placement. Impedances were checked again with the same results. The lead was replaced and impedances were normal. There was no injury to patient.

Manufacturer narrative:
(B)(4). Lead: model 3093-33, lot# v941267, implanted: (B)(6) 2012, explanted: (B)(6) 2012; programmer: model 3037, serial# (B)(4).

Manufacturer narrative:
Analysis of the lead model 3093-33, lot v941267 found no anomaly. The electrodes of the lead were placed in a 0.9% saline solution. There was good impedance on every electrode pair. (B)(4).